Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3,000 ohms. Troubleshooting was discussed with the health care professional (hcp). No adverse patient effects were reported. This lead remain implanted and in service.

Manufacturer narrative:
This device remains implanted and out of service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3,000 ohms. Troubleshooting was discussed with the health care professional (hcp). No adverse patient effects were reported. This lead remain implanted and in service. Additional information received indicates that surgical intervention was performed, and this lead was capped/abandoned and replaced. No additional adverse patient effects were reported.